Event description:
It was reported that approximately two (2) years and ten (10) months following an initial left hip system implantation, a revision procedure was performed. The primary procedure included implantation of an uncemented proximal part, an uncemented distal part, and cerclage cable fixation. Prior to revision, the patient reported feeling a ¿crack¿ in the left hip while turning sharply to the left. No fall was reported. There was no report of implant fracture, component dissociation, or cable breakage. The patient outcome beyond revision surgery has not been provided. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): associated product information: 00223200418 (64888690). G2: foreign - event occurred in germany. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.